Manufacturer narrative:
(B)(4). The subject device was not returned to edwards for evaluation as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. A definite root cause cannot be determined at this time. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following: "do not use if the surgeon believes such would be contrary to the best interests of the patient. The actual decision for or against the use of this bioprosthesis must remain with the surgeon who can evaluate all the various risks involved, including the anatomy and pathology observed at the time of surgery." Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that the 25 mm bioprosthetic mitral valve was explanted at implant because leaflets did not coapt adequately. Intraoperatively, the native mitral valve was inspected and there were calcified portions along the posterior leaflet. Decalcification was performed with a rongeur. The leaflets also had calcified areas at the coapting edges, 3 of the 4 portions of the leaflet was able to be spared for reimplantation of the chordae, one on the anterior leaflet and above the posterior leaflet. The mitral valve was sized to a 25 and a 25 mm bioprosthetic valve was placed. After seating the valve, the leaflets appeared to not coapt over the posterior leaflet. The valve did not sit well due to the leaflets not coapting completely. The valve was explanted. A 25 mm non-edwards valve was placed and was seated well. The right atrium was closed. The patient was weaned from cpb. The patient remained in the operative room due to prolonged cardiopulmonary bypass time with a valve explant and reimplant requiring plasma platelets, cryo to obtain hemostasis. There was posterior cardiac vein bleed post-procedure which required surgical repair with prolene suture for hemostasis. Then chest was closed. The patient was transported to the intensive care unit in critical but stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.